Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us; however it is similar to a device sold in the us.

Event description:
It was reported that during an intervention that the stent broke (separated into two pieces). It was able to be retrieved from the anatomy via an unknown method. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: the device was returned for analysis. The stent implant was not damaged; however, the proximal shaft was separated. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).